Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was explanted. No abbot representative was present at the explant. The patient requested to be explanted due to ineffective stimulation.

Event description:
Follow up information identified additional reprogramming was able to provide adequate stimulation.

Event description:
Follow up information identified the patient was told to turn off the scs system for 2 weeks then resume therapy.

Event description:
Follow up information identified that it is unclear whether the patient is experiencing improved effective stimulation. The patient has turned off the scs system as she will receive alternative pain therapies.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports they are not receiving effective stimulation. Reprogramming did not resolve the issue. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient is not receiving effective stimulation. The patient reports she has never received effective stimulation despite reprogramming. The patient is requesting to be explanted. Surgical intervention may be pending to address this issue.